Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a deep crack across the screen that made the touch screen hard to read. There was no reported impact to customer's blood glucose. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support.